Manufacturer narrative:
The actual device was returned for evaluation for an unspecified malfunction. Reliability engineering evaluated the device and observed that the device ran when safety was engaged (powerbroken). Therefore, the reported condition was confirmed. The assignable root cause was failure to follow directions for use and running the device in the safe or load position. This was further defined as user error, abuse and/ or misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the motor device ran when safety was engaged (powerbroken). The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.